Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. During the onsite evaluation, the olympus field service engineer (fse) was reported to finally be able to repair the device on site. The subject device will not be returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the probable root cause of this event could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during procedure, the light source flashes intermittently. A field service engineer was onsite, and attempts to resolve the issue were unsuccessful. The device is expected to be sent to olympus. There was no report of patient harm. Additional details on the completion of the procedure were not identified.

Manufacturer narrative:
The device is expected to be returned but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.